Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot/serial#: (B)(4), implanted: (B)(6) 1996, ubd: 10-jun-1998. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the healthcare provider (hcp) was doing a fusion with the patient on (B)(6) 2018 and the physician assistant (pa) accidentally cut the catheter. The managing physician put the pump in, but his office had no information on any refills since implant. It was unknown if or where the patient had been going for refills. Because the pump could not be read, the surgeon decided he was not going to do anything with the catheter at that time. Another manufacturer representative spoke with family members who told him that the pump had been turned "way down low" and possibility to minimum rate mode a couple of years ago. The hcp would likely schedule a catheter replacement sometime in the near future and would likely replace the pump as well. No symptoms were reported. There were no further complications reported at this time.